Manufacturer narrative:
Visual inspection of the returned lens revealed tears on the edge of the trailing haptic plate. Dimensional measurements could not be performed due to the torn condition of the lens. One retain sample from lot # 018388 was inspected dimensionally and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports an attempted crystalens intraocular lens implant using a ci-28 delivery device in the left eye. According to the surgeon, the position of the lens in the pt's eye was not satisfactory so the lens was removed and replaced with a li61aor lens. Sutures were required to close the wound. The pt's current status is stable.